Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing issues with the pump. Multiple attempts were made by tandem technical support, however further information was unable to be obtained. There was no reported adverse impact to the customer's blood glucose level.